Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the door not fully latched alarms. The device was operating out of specification. Eval found cracked threaded insert bosses in the front case that mounts the pumping mechanism into the case. This can create separation between front case and mechanism assembly resulting in excessive force to close the door. This condition more than likely contributed to the reported symptom. The front case assembly was replaced.